Event description:
The pt received his scs system, including an ipg, on (B)(6) 2008. It was reported the pt is experiencing pain at the ipg site during charging and when stimulation is enabled. The pt is working closely with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.